Manufacturer narrative:
The investigation for the reported thrombocytopenia, thrombus, and temporary pump stop has been completed. Neither the product nor the data logs were returned for investigation. Therefore, the cause of the pump pause was unable to be determined. After reviewing the clinical information, it was concluded that a clot was observed in the patient and the pump was removed as a precautionary measure to avoid a potential pump stop. The root cause of the thrombocytopenia was the observed formation of thrombus in the patient. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported that two days prior to pump removal, a pump pause occurred. The pump was successfully restarted at p-2. No abnormal events or alarms were noted prior to the pump pause. There was no reported patient injury from this issue. Due to the clot that was observed in the patient, the pump was removed as a precautionary measure to avoid a potential pump stop.

Manufacturer narrative:
The impella cp has not been return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for cardiomyopathy. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that because of the patient developed hit, anticoagulant was switched from heparin to argatroban. Act was managed in about 180 seconds. It was noted that a thrombus had formed at the site below the 3-branch and above the descending artery. Surgical removal of the clot was performed while protecting the renal arteries with an occlusion balloon. After removal, any residual thrombus was removed using a fogati. No further information was provided.